Event description:
It was reported that the external pulse generator (epg) was not sensing as expected, in both vvi and vvd modes. The patient's rate was 62 so they set it at 60 and it still paced; then turned down to 50 and it still paced the patient without sensing. Therefore, a different model epg was used and it worked as expected. Technical support (ts) sent clinician the checkout manual for the chronic epg to make sure it is in specifications. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.